Manufacturer narrative:
An event regarding crack/fracture involving an adm impactor was reported. The event was confirmed. Method & results: device evaluation and results: visual analysis confirmed the returned device was fractured at the threaded end. Medical records received and evaluation: not performed as medical records were not provided or relevant to the event. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been tow other similar event for the reported lot. Conclusions: this event is within the scope of CAPA that determined the root cause to be design. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Setting trays after a case and while I tried to unscrew the adm impaction tip from white handle impactor the tip broke. No replacement needed as this was not during case.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Setting trays after a case and while I tried to unscrew the adm impaction tip from white handle impactor the tip broke. No replacement needed as this was not during case.